Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other perclose device referenced in b5 is being filed under a separate medwatch MFR number. User facility medwatch report # mw5146503.

Event description:
User facility medwatch report received that states, "caller called to report that during deployment of preclose by abbott that the device failed and cut off blood supply to her mothers femoral artery. Once the procedure was completed her mom complained that she was in pain and required a scan. The scan showed the blood circulation was cut off in the artery. This caused an additional procedure and longer recovery time. The reporter leaned that there were other preclose procedures on same day as her mothers that also failed. The reporter has tried to contact abbott twice to report the incident and they've not responded. She would like for them to know what has happened so that it will not happen to others." This event will capture the additional procedure that was mentioned in the general comment stating "the reporter leaned that there were other preclose procedures on same day as her mother's that also failed." The following additional information was received from the account that there was only one additional procedure where perclose failed. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.